Event description:
The customer stated that he was experiencing low blood glucose. The customer's blood glucose reading was 44 mg/dl at the time of the report. The customer attempted to treat his blood glucose by eating, but his blood glucose remained low. The customer stated that the insulin pump had alarmed no delivery. Paramedics were called to assist the customer. After the initial phone call, the customer was called back and troubleshooting was performed. The prime test passed. The customer had already begun using a new insulin pump. The customer stated that the night prior to the event, he switched to the insulin pump he was using at the time of the event. The customer stated that he increased his basal rates when he programmed the insulin pump the night prior to the event, which is why his blood glucose may have gone low. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.